Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following field(s): d4, d9, g3, g6, h2, h3, h6, and h10. Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken blade and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is typically attributed to the mishandling/misuse. Additional findings were observed during failure analysis but were not reported by the customer. The instrument was found to have teflon pad damage on the clamp arm. A missing piece, measuring roughly 0.020¿ x 0.085¿ in size was not returned. The root cause is typically attributed to mishandling/misuse.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. The customer did not provide the product's batch sequence number. Therefore, verification of the product and event details via system logs cannot be performed at this time. Review of the provided images is consistent with the alleged complaint of "the master knife was cutting the liver". The blade of the harmonic ace is shown to have broken off. The root cause of the failure mode cannot be confirmed without the returned device. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the blade of the harmonic ace suddenly broke when the instrument was being used to cut the liver. The broken fragment fell inside the patient, but was retrieved. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury. Due to the alleged issue, the procedure was delayed by 6 minutes. The surgeon was using the instrument to dissect tissue. No additional surgical procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object. No information was provided pertaining to the patient medical history, pre-existing medical conditions, or tests/laboratory data specific to the incident.